Event description:
A device report from (B)(6) indicates that a hospital in (B)(6) reported: during a nailing procedure the screw would not fit into the nail and the procedure took five hours instead of three hours as planned.

Manufacturer narrative:
(B)(6). The device history records were reviewed and product meets specification. The product has gone for further evaluation.